Manufacturer narrative:
The pump passed rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The pump was monitored, no unexpected pump error 130 alarm noted. Successfully downloaded history files and traces using thus. In further review of the formatted history file 2 days prior to the event date of 17-sep-2025, these pump error(s)/alarm(s) were noted: low battery alert was found on: 09/16/2025 22:47:00.000. Insert battery alarm was found on: 09/16/2025 22:48:44.000, 09/16/2025 22:48:57.000, 09/16/2025 22:49:51.000, 09/16/2025 22:50:47.000, 09/16/2025 23:43:07.000. Pump error 23 alarm was found on: 09/16/2025 23:54:04.000. Power loss alarm was found on: 09/16/2025 23:18:08.000. 09/16/2025 23:56:24.000, 09/16/2025 23:56:35.000. Failed battery alert/battery failed alarm was found on: 09/16/2025 22:48:56.000, 09/16/2025 22:49:01.000. 09/16/2025 22:50:33.000, 09/16/2025 23:00:00.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, low battery alert and failed battery alert/battery failed alarm were expected since the battery in the pump is low on power or does not have enough power. The customer had used a low/no power battery. Pump error 23 alarm and power loss alarm were expected since the pump resets after the battery was removed for more than 10 minutes. No unexpected low battery alert, failed battery alert/battery failed alarm, pump error 23 alarm and power loss alarm noted during testing. Pump error 82 alarm was found on: 09/16/2025 23:45:08.000, 09/16/2025 23:45:12.000. 09/16/2025 23:45:16.000, 09/16/2025 23:45:20.000. Pump error 82 alarm was recorded and found in the formatted history file indicating that the power was granted to the motor microcontroller by the main microcontroller after the pump error 82 occurrence. During self test, the red led indicator turned on and the vibrator motor vibrated with both functioning properly which indicates the hardware worked as expected. Pump error 82 alarm was confirmed due to software anomaly. Pump error 130 alarm was found on: 09/16/2025 22:45:25.000 to 09/16/2025 22:50:47.000. 09/16/2025 23:19:03.000 to 09/16/2025 23:40:00.000. The pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Pump error 130 alarm was confirmed according in the formatted history file due to corrosion on the motor assembly noted. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a cracked battery tube threads, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed all the required testing. However, pump error 130 alarm was confirmed according in the formatted history file due to corrosion on the motor assembly noted. Also, pump error 82 alarm was confirmed in the formatted history file due to software anomaly. Trace files were reviewed, and the data shows the motor requested that the power turned on from the main microcontroller and the main microcontroller did not respond after the 500ms threshold, therefore generating pump error 82 which is expected. This was due to a software race condition where multiple actions were trying to be completed at one time. This software race condition is being studied in (B)(4). During visual inspection, corrosion was also found on the pcba 1, pcba 2, force sensor and vibrator assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a pump error 130(this alarm is generated when the insulin pump detects movement in hall sensor counts that are unexpected since the insulin pump did not command motor movement). The customer reported no adverse event. The event involved product(s) mmt-1780kr. Troubleshooting was performed, and the customer was able to clear the alarm but was unable to rewind the alarm. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1780kr was requested and the customer response was that the device will be returned.